Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of if the patient had notified their health care physician (hcp) about the upper limit reached screen and the inability to increase the stimulation (and to please provide appointment dates related to the event,) the patient reported that they could not remember the dates but after (B)(6) 2020. In response to the inquiry for what the circumstances were that let to the upper limit screen/inability to increase stimulation issue and if a cause had been determined, the patient reported that the stimulation wasn¿t doing what they thought it would do and that a nurse put it at another number but it was still not working. In response to the inquiry of what steps had been taken to resolve the upper limit reached screen/inability to increase the stimulation issue, the patient replied that a nurse ¿upped it¿ to help them. In response to the inquiry of if the upper limit screen/inability to increase stimulation issue had been resolved, the patient stated ¿no,¿ and that they ¿couldn¿t go to¿ their health care physician (hcp) because a family member was in the hospital. (Not related to the device/therapy.) The patient noted that they would make another appointment. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they still had symptoms and that last night was ¿really bad¿. When they left the hospital on program 1 at 1.5 and saw an upper limit screen. The weekend after implant of the device, the patient changed to program 2 and was able to increase to 2.0 but could not increase to 2.3. They described an upper limit screen again. The patient was redirected to follow up with their healthcare professional (hcp) and mentioned they were going to try to get a follow up appointment for the end of february. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said when she got home last night her fingers were tingling like restless leg syndrome. Caller said last night she needed some rest, so her friend tried to turn the stimulation off last night but she could still feel the stimulation. Patient said she is still wearing the diaper she wet herself last night. Troubleshooting was performed and it was confirmed she was on program 1 at 1.5 volts and the stimulation was on. It was explained to the patient that the reason she still felt the stimulation was because it wasn't off. Patient decreased stimulation to 1.1 volts and patient said she is feeling stimulation in buttocks and toes. Patient stated she had to sleep with pain medicines last night. Patient was advised to monitor her symptoms. No further complications were reported.